Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump has a crack where the belt clip goes and the side of the curve. The customer received an insulin flow block alarm, louder during rewind, loses sensor connection, and recalibration errors. The customer reported no adverse event. The event involved product(s) mmt-386a, mmt-1884, mmt-332a, mmt-7040a, and mmt-7841zn. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. Troubleshooting was not performed for the cosmetic damage and loss of communication. No harm requiring medical intervention was reported. No product return is required for mmt-386a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected rewind or fill anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit was programmed with test guardian 3 link and test plug simulator. Unit had no loud motor rewind upon testing. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly.during download history review no relevant alarms confirm in download history files to confirm reason code. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, broken battery cap, battery cap contact missing, and serial label missing. In conclusion, customer concerns are not confirmed of unexpected rewinds, prime, and motor anomalies due to the unit being tested successfully. No relevant alarms noted in download history review and testing of the unit was successful. Unit communicated properly with link (3). However, customer allegation of damaged pump was confirmed when cracked battery tube, cracked battery thread, cracked case, and cracked corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.